Event description:
It was reported, tube was placed in may and about two weeks later it was leaking from the gastric port. She [mother] reports no patient injury, but that the patient has a stoma site infection but uncertain if related to tube placement. He [the patient] does not take any oil-based medications. Per additional information received on 26jun2025, the mother reported that the patient is being seen by gastroenterology, who has ordered an antibiotic for the stoma infection. Patient has had the stoma since he was (B)(6) months old.

Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. A review of the device history record and UDI are in-progress. All information reasonably known as of 21 jul 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for the reported lot number, 30349729, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The sample provided was evaluated and confirmed the leak through the duckbill valve was due to the slit of the valve which was in an open position. The slit in the rubber valve did not appear to be fully cut at either end. The investigation identified the following potential root cause for the confirmed complaint was related to manufacturing. All information reasonably known as of 01-oct-2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.